Event description:
It was reported the patient had a pinched nerve with pain that went down her arm to her wrist which began 3 days prior to report. They had a cortisone shot and had done physical therapy (neck traction) for the pinched nerve that seemed to compress her leads. It caused pain behind the upper ear that had also started 3 days prior to report. The patient could feel where the lead and extension connected. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v104837, implanted: (B)(6) 2008, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v568687, implanted: (B)(6) 2011, product type: lead. (B)(4).